Manufacturer narrative:
Age at time of event or date of birth, corrected data: the initial MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Corrected data: the initial MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Brand name, corrected data: the initial MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, lot #, expiration date, corrected data: the initial MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Serial #, corrected data: the previously submitted MDR incorrectly reported this information. This report is being submitted to correct this data. Implant date, corrected data: the initial MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: the initial MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
It was reported on (B)(6) 2013 reported that the patient was in the hospital for reasons unrelated to vns, and the vns device was checked. When checking the device, it was found that there may be a ¿disconnect.¿ no further information was provided at that time, including the patient¿s name. The patient was later identified. The initial reporter was not following this patient. Clinic notes dated (B)(6) 2014 reported that the patient¿s device is currently off after the device was checked in (B)(6) 2013. X-rays were performed, and neurosurgery did not see any lead fractures. The patient was referred back to neurology, and the device has been off since. The patient was hospitalized in march due to seizures related to medication not being taken. Surgical intervention is likely but has not occurred to date.

Event description:
Patient and product information was obtained.

Event description:
A copy of the x-rays are not being sent to the device manufacturer for review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient was in the hospital for reasons unrelated to vns and the vns device was checked. When checking the device, it was found that there may be a disconnect. The patient's information was unknown. Attempts were made for additional information; however, they were unsuccessful. No other information has been received.

Event description:
Patient underwent generator and lead replacement due to high impedance. The generator was replaced prophylactically. The explanted lead and generator have not been received by product analysis to date.

Event description:
Explanted lead and generator were received by product analysis. Lead product analysis was completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A half set of setscrew marks found at the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. An additional set of setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The connector ring coil and connector pin coil were noted to have coil breaks approximately 1mm from the electrode bifurcation. Scanning electron microscopy (sem) was performed and identified the broken areas as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. Other than the noted coil breaks and pitting the returned portion of lead was consistent with typical wear and explant related observations. Generator analysis was completed. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator. High impedance was first observed during a diagnostic test on (B)(6) 2013.